Event description:
Customer stated that they were receiving high results of 525, 229, 125, 129 and 164mg/dl. Customer does not think that these results are correct. A review of the system was conducted over the phone. It was determined that the customer was using off-brand testing strips. Appropriate testing supplies were sent to the customer to complete the review of the system. The customer was asked to call and complete the review when they received the supplies.